Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed detect and treat testing. The cause for the failure was isolated to an open circuit at component k700 on the monitor's pca. Additionally, liquid contamination was found on the pca. The root cause for the open k700 could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor that a monitor was unable to complete incoming functional testing.